Event description:
A malfunction alarm was reported with a specific malfunction code labeled as "malf 1." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use an alternate backup therapy, mdi, while waiting for the replacement pump. Technical support confirmed the shipping details and instructed the customer on storing the malfunctioning pump and returning it using a provided box and pre-paid label. The replacement pump was sent to the customer after ensuring all steps were understood and acknowledged.